Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The service condition of a colleague infusion pump that failed to audibly alarm was confirmed in the event history as failure code 550:320. The cause of this condition was determined to be a problem with the speaker harness. The speaker harness was replaced to fix this condition. A service history review revealed no previous service events were related to the reported condition. Additional investigation is being conducted through CAPA (B)(4).

Event description:
During testing by baxter service personnel, a colleague infusion pump experienced failure code 550:320:654:0000, which occurred during device power-up. This device failed to audibly alarm when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.